Event description:
(B) (4). Initial report: this case was reported by a physician and involves a (B) (6) female pt. She had been treated with poly-l-lactic acid (sculptra, application area: cheek). The pt changed the treating physician who performed a treatment with hyaluronic acid (restylane) in the above mentioned area. Beginning by the end of 2007 the pt developed extended infiltrations. The event slightly got worse due to grippal infection. No improvements after treatment with antibiotic(s). Corrective treatment included antihistaminic(s) and corticoid therapy (oral). Outcome: ongoing. According to the reporter the pt suffered furthermore from purulent abscess. Add'l info received on 06-mar-2008. A product-technical examination (B) (4) was initiated. Add'l info received on 14-mar-2008. Assessment after ptc investigation: batch record review without hint to root cause; no faults, damages, defects detectable. Conclusion: no faults detectable.

Manufacturer narrative:
This case was reported by a physician and involves a (B) (6) female pt. She had been treated with poly-l-lactic acid (sculptra, application area: cheek). The pt changed the treating physician who performed a treatment with hyaluronic acid (restylane) in the above mentioned area. Beginning by the end of 2007 the pt developed extended infiltrations. The event slightly got worse due to grippal infection. No improvement after treatment with antibiotic(s). Corrective treatment included antihistaminic(s) and corticoid therapy (oral). Outcome: ongoing. According to the reporter the pt suffered furthermore from purulent abscess. Add'l info received on 06-mar-2008. A product-technical examination (B) (4) was initiated. Add'l info received on 14-mar-2008. Assessment after ptc investigation: batch record review without hint to root cause; no faults, damages, defects detectable. Conclusion: no faults detectable. MFR's preliminary comments: extended infiltrates and abscess considered listed in the labeling for the product. The MFR sees neither an increased trend in frequency or severity of these events, nor any new safety signals as the result of this report. Extended infiltrates is considered non-serious and is typically a cosmetic concern and not a major medical issue that would result in permanent disability, a life-threatening condition, or fatal injury. Purulent abscess was considered serious; however, it is unlikely to result in death or serious injury requiring medical intervention to prevent death or a life-threatening condition. There was no acute medical intervention performed as a result of this adverse event. Since marketing of the product, there have been 9 other cases of injection site abscess and 2 cases of injection site abscess, sterile. This report is being submitted to maintain consistency in adverse event reporting across regions.